Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total abdominal hysterectomy, a new device was used. After the doctor started using the product for about 2 hours, a crack initiated on the tip of the device was found and part of the device completely disengaged. The jaw tip and trigger broke and broken piece got disengaged. Nothing fell into the patient's cavity. Although it seemed that there was no problem in using the device in particular, it was probable that the device damaged when treating the ligament. However, it was not a hard ligament on that level, and it was a level that could be handled without problem even with an ordinary device and was used to complete the procedure. No patient harm.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip fractured on one jaw. The broken piece was not returned. The device was heavily used. The reported condition was confirmed. The radio frequency identification (rfid) logs taken from the device indicate the product was used on a generator. The device was investigated with the help of engineering who concluded that the plastic tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device's mechanical function, jaw gap, and closed-circuit resistance were all evaluated and found to be within specification. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.